Event description:
During a diagnostic lap, the silicone seal on the device seperated from the trocar and became a loose foreign body and fell inside the abdominal cavity. It had to be retrieved by the surgeon. There was loss of air pressure in the abdomen. There was no pt consequence.